Event description:
It was reported that during a da vinci-assisted prostatectomy radical extraperitoneal without lymphadenectomy surgical procedure, the long bipolar grasper instrument was observed to have a damaged conductor wire. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. The reported event with the instrument could not be replicated nor confirmed. Visual inspection found no damage to the conductor wires. The instrument also passed the continuity test. Failure analysis could not verify the customer reported event. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observation(s) related to customer reported complaint: the instrument was found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Manufacturer narrative:
Correction: the instrument name is the long bipolar grasper instrument. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the issue was not related to opening/closing of the grips nor was it related to left/right (yaw) motion of the grips. The issue was not related to up/down (pitch) motion of the wrist. The color of the broken/loose cable was black. Additional information, the silver cable was broken. There was no thermal damage, and no arcing observed during the procedure. The instrument did not collide with any other instrument. Patient demographic information was not provided.

Event description:
Refer to h11 for follow-up information.